Manufacturer narrative:
Product has been received and visual inspection indicates final lock down was achieved. X-rays films provided confirm the alleged event. Root cause has not been identified. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw..."

Event description:
On (B)(6) 2019 patient underwent a fusion procedure on l4 to s1 vertebral levels. As per reporter the procedure was successful with no reported issues. Patient reported to have experienced bad coughing and sneezing and felt a pop. During a 6 week follow up appointment it was discovered via xray that the rods were damaged and a screws back out. Patient underwent a revision procedure on (B)(6) 2019 where all screws and rods were removed.